Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 20feb2019 stating pentax medical video duodenoscope, model ed-3490tk/serial (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 29 colony forming units(cfu) as comprising of the following 4 isolates: (B)(6) - positive cocci - unidentified; (B)(6)- positive cocci - staphylococcus warneri; (B)(6)- positive cocci - staphylococcus warneri; (B)(6) - positive cocci - staphylococcus warneri. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 27mar2019. Since the duodenoscope failed the preliminary inspection due to severe scratches on the channel, the duodenoscope was inspected by pentax medical service on 03apr2019 and the following inspection findings were documented: primary operation channel resistance; distal cap - fixed type passed epoxy seal integrity inspect; passed wet leak test; passed dry leak test; fluid invasion not observed in pve connector; fluid invasion not observed in control body; operation channel- primary mild resistance. The duodenoscope was repaired and the following components were replaced: air/water tube; deflector operating wire; deflector staycoil; operation channel; bending rubber; distal case/cap; o-ring (0.5x1.3); root brace rubber; the duodenoscope was reprocessed and resampled in (B)(4) on (B)(6) 2019 and test results received on (B)(6) 2019 identifying 2 colony forming units(cfu) as comprising of the following 2 isolates: (B)(6) - positive rods - bacillus circulans; (B)(6) - negative rods - paenibacillus species. Study number: (B)(6). The duodenoscope was delivered to the customer on 14may2019 after having been resampled and cultured, with results meeting the acceptance criteria for reculturing. If all culture results fall into one or more of the following categories, the duodenoscope is returned to the test site for further use: (zero) colony forming units(cfu) of high concern bacteria, (zero) colony forming units(cfu) of low/moderate concern bacteria, 1-10 colony forming units (cfu) of low/moderate concern bacteria.